Manufacturer narrative:
(B)(4).

Event description:
It was reported the high adhesion silver was sticking to the patient. Several patients had to be brought back for I&d to clean out the wounds because of the dressings.